Event description:
Asku

Event description:
It was reported that the device experienced a power-on reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: removed title from initial reporter. Changed facility occupation code to risk manager and checked health professional flag. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: power on reset parameters were noted. On (B)(6), 2010 at 10:14:36, the device recorded a critical ram parity error power on reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.